Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the high voltage cable had an open wire when the c arm was moved. Repaired wire and ordered a replacement cable. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9600's monitor would go blank, when moving c arm to lateral position. There was no adverse patient involvement reported. There was no patient information reported.